Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self test performed on (B)(6) 2023 on a nasal sample. Additional testing was performed (prior to testing with binaxnow) using a lateral flow test on the same day and generated a negative result. The consumer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 218566 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 218566, test base part number 195-430h / lot 215334. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 218566 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is sample interference or cross contamination. H3 other text : single-use, device discarded.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self test performed on 10jul2023 on a nasal sample. Additional testing was performed (prior to testing with binaxnow) using a lateral flow test on the same day and generated a negative result. The consumer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 218566 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 218566, test base part number 195-430h / lot 215334. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 218566 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is sample interference or cross contamination.h6: component code h3 other text : single-use, device discarded.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self test performed on (B)(6) 2023 on a nasal sample. Additional testing was performed (prior to testing with binaxnow) using a lateral flow test on the same day and generated a negative result. The consumer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 218566 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 218566, test base part number 195-430h / lot 215334. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 218566 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is sample interference or cross contamination. D4 - expiration date h3 other text : single-use, device discarded.

Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. Single-use, device discarded.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self test performed on (B)(6) 2023 on a nasal sample. Additional testing was performed (prior to testing with binaxnow) using a lateral flow test on the same day and generated a negative result. The consumer confirmed there was no delay or impact in the patient's treatment.